Event description:
Our affiliate is reporting to us that during a knee procedure the cutter broke in the patient knee and was recovered without patient consequences. They used another like device to conclude successfully.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.: awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed that the distal end on the outer shaft of the blade was broken. This type of failure has been typically observed when the blade accidentally hits the bone at an off angle while exerting excess torque. No further details about the technique were provided that could help determine a root cause for this failure. We confirm the failure but cannot determine an exact root cause. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. Based on the overall complaint rates for this failure mode, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during a knee procedure the cutter broke in the patient knee and was recovered without patient consequences. They used another like device to conclude successfully.